Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, stating the ap waveform has some artifact. User also stated that the iab was mispositioned. The esp personel had reviewed the texted images reveal timing is appropriate, patient was in irregular rhythm and auto-r-wave deflate is present on the cardiosave. The esp personel also reviewed options for alternate ap monitoring, timing, ECG marker meaning, and general patient management. User was appreciative of the call. No harm or injury reported.